Event description:
It was reported that the patient faced insulin was not being delivered on (B)(6) 2026 which led to high blood glucose. The high blood glucose was treated with correction bolus via pump. The issue occurred with two infusion sets.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).